Manufacturer narrative:
(B)(4). The event occurred sometime in (B)(6). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This event occurred after torquing the minicap. There was no patient injury or medical intervention. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified a crack in the cap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.